Event description:
During testing, the customer support engineer found unit had a vent inop condition in the memory log. The breath delivery unit (bdu) printed circuit board (pcb) was replaced. The ventilator passed all testing.

Manufacturer narrative:
Covidien, reference # (B)(4).